Event description:
It was reported that during a brevera procedure on (B)(6) 2023, a small sliver of plastic was shaving off the cut block and was located in the patient's tissue. It was reported that this occurred on another patient later on that month and the customer reported a third piece of plastic found in patient tissue the end of the next month. No further information is available at this time.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes; therefore, visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. (B)(4).

Manufacturer narrative:
An investigation was conducted: it was reported through a medwatch/maude report that during a brevera procedure on (B)(6) 2023, a small sliver of plastic was shaving off the cut block and was located in the patient's tissue. It was reported that this occurred on another patient later that month and the customer reported a third piece of plastic found in patient tissue at the end of the next month. No further information is available at this time. This complaint requires formal reporting. The device was not available for return; visual and functional analysis/testing could not be conducted for the event described. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation for this failure mode is conducted through a CAPA. It was not possible to confirm that the brevera disposable directly caused the reported harm. However, based on the severity of the harm, cases related to ¿foreign matter in/on¿ the device have been escalated. A corrective action has been initiated to address the issue, and the investigation, including root cause analysis, will be conducted under the CAPA. Conclusion: this cause will be further investigated and addressed in the CAPA. This investigation included a comprehensive review of complaint data, risk assessments and future events will be monitored and trended. Device history record (DHR) review: the device history record (DHR) review was not conducted since the lot/serial number was not provided by the complainant. Maude report (B)(4).

Manufacturer narrative:
Follow-up submitted to add maude report (B)(4) to block h10.